Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 gas blender system showed a deviation between displayed values and measured flow values. This issue was discovered during maintenance/repair, so there was no patient involvement. Sorin group (B)(4) requested the s5 gas blender system for investigation. A follow-up will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 gas blender system showed a deviation between displayed values and measured flow values. This issue was discovered during maintenance/repair, so there was no patient involvement.